Event description:
The customer reported the ventilator was alarming due to no air output while in use on a patient. The customer reported that there was no patient harm. The manufacturer's service technician confirmed the reported complaint. The service technician reported the blower would not operate, which could result in no ventilation during operation. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications.